Manufacturer narrative:
During rewind, the device returned a motor power supply voltage error detected due to a problem with the electronics. The motor was tested outside the device, and it passed. No signs of previous moisture presence or corrosion were noted inside the device. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion test due to the rewind anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received motor power supply voltage error detected. Customer¿s blood glucose was 160 mg/dl at the time of incident. The customer stated that the pump error occurred again. Troubleshooting was not performed. The insulin pump will not be returned for analysis.